Manufacturer narrative:
(B)(4). Concomitant medical products: console device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the motor device was showing an e6 (overheat warning) error code on the console when connecting with the device handpiece. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. During evaluation of the device, it was determined that the device had a damaged flex circuit, error code e6 (overheat warning) and would not run. It was further determined that the device failed pre-test for no short circuit between sensor grid and connector body, no short circuit between 5 voltdc line and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body, therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.